Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the sd ram (synchronous dynamic random access memory) chips (components u101 and u100) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the replacement monitor he was about to issue to the pt was not working. The pt was issued secondary replacement monitor.